Event description:
It was reported the programmer is broken. The programmer was returned for repair. It was analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the keyboard tab was broken off. Also, after being left on overnight the programmer generated an overheat message, the power supply was then replaced as a preventative. Concomitant medical products: product ID 2067 radiofrequency head. (B)(4).